Event description:
During an atrial fibrillation ablation procedure a leak occurred. During the procedure the catheter did not deflect as expected and saline was noted as leaking into the optical connector of the tactisys. A new catheter was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.